Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication because the medication rx-verify request was rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) informed the customer that the medication rx-verify request was in a rejected state. The tss advised the customer to guide the representative through approving the original request and canceling the duplicate request. The tss then contacted the customer to confirm that the medication was approved. The customer confirmed that the item was approved and that medication issuance was successful. The system functioned as intended after technical support specialist investigated the incident.